Manufacturer narrative:
(B)(4).

Event description:
The pt experienced withdrawal and was hospitalized. The pump alarm was sounding. Telemetry confirmed a critical alarm was occurring; alarm due to zero ml reservoir volume reached. The screen showed 17.5 ml delivered since last update. The pump was programmed to 50mg/ml morphine, at 16.4 mg day. The pump was last updated on (B)(6) 2011; the reporter didn't know what reservoir volume was entered at that time. The pump was refilled and the pt was released from the hosp. The device system was used to deliver morphine.